Event description:
Ous MDR. After an implantation time of about 10 months, it was reported that the ICD could not be interrogated during a routine follow-up in 2008. The ICD was explanted.

Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation, which confirmed the complaint that the ICD could not be interrogated. Signs of insulation abrasion of the lead were found. The ICD's capability to provide therapy was checked. It was neither possible to measure an antibradycardic output signal nor did the ICD react with a defibrillation shock to the feed-in of a fibrillation signal. The device was opened. The battery proved to be discharged but not defective. The internal structure of the ICD did not show any visual anomalies. The electronic module was connected to an external voltage source. The antibradycardic output signal was then ok and met the programmed values. However, antitachycardia therapy was not available. The electronic module discovered damage to the shock output stage. This damge manifestation indicates a shock into a low-ohmic shock path, e.g., due to a defect in the lead insulation. This is consistent with the insulation defect in the vicinity of the connector plug observed during the revision. In summary, the complaint could be confirmed during the analysis; the ICD could not be interrogated. The analysis also discovered that the output stage of the ICD was damaged due to a shock into a low-ohmic shock path, probably caused by a defect lead insulation. This led to a discharge of the battery and the clinical observation associated with this. The analysis did not find any indications of a device defect.